Event description:
On the event date, lot # 08085643. This product, when being tested for efficiency, does not allow IV fluids to be pushed through via hand pushing or from an automatic injector. This product has failed consistently; due to its failure, patient care has been jeopardized. On more than one occasion the technologist starting venipuncture has had to re-puncture a patient because the product did not allow the technologist to confirm safe IV access. On this day, an IV access was being performed in order to inject contrast material with the automatic injector, however, the luer lock free-valve failed to confirm IV access because it did not allow the technologist to hand inject normal saline solution. The next day, lot # 08095397. Product has failed to perform its purpose in a safe manner. Upon mass inspection of this product from staff technologist, several different manufacturer lot numbers of this product failed inspection. On more than one occasion, the technologist starting venipuncture has had to re-puncture a patient because the product did not allow the technologist to confirm safe IV access. This product does not allow the technologist to push saline or any other IV fluid through its housing. I recommend removal of this product from the radiology department. One week later, lot# 08085643. On this day, an IV access was confirmed to inject contrast media with the automatic injector; however, the luer lock free-valve failed to perform its job. When the power injector -set at 300psi/ 4.5ml/sec- was activated, the defective luer lock free-valve did support the pressure from the power injector forcefully disconnected the luer lock from the IV hub. The contrast media sprayed all over the patient and went in her eyes and mouth. This caused the patient to have a severe anxiety attack, and the radiologist and nurse had to come in and bring the patient back to responsiveness with medication. When attempting to give IV fluids, the nurse connected another luer lock free valve and it did not work either. The recommended psi is 325 with 10ml/sec and this product failed to meet the manufacture's recommendation. The staff technologists do not feel comfortable with this product and have recommended removal of this product from the department on grounds of patient safety.